Manufacturer narrative:
(B)(4). Concomitant medical products: biomet fixed cruciate tibial plate with locking bar catalog # 141235 lot # 744910 van ps open intl fem-lt 72.5 catalog # 183133 lot # 904090, bmet arcom ap pat w/wire 34mm catalog # 11-150828 lot # 909580, bmet arcom ap pat w/wire 34mm catalog # 11-150828 lot # 881380, e1 vngd ps tib brg 79/83x10 catalog # ep-183660 lot # 889000, e1 vngd ps tib brg 79/83x10 catalog # ep-183660 lot # 383470. Customer has indicated that the product will not be returned because product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filled for this event: 0001825034-2019-01806. Product location is unknown.

Event description:
It was reported that the patient underwent a left knee arthroplasty. Subsequently, the patient was revised due to pain, swelling and loosening of the tibial plate. Attempt for further information has been made, but no further information has been provided.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.